Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The tumor was located in the liver and a hepasphere unit had been loaded with doxorubicin and contrast product. The customer did not provide enough details to determine why the procedure did not work and no additional information can be obtained. Many cancers have a way of creating blood flow to feed themselves. So possibly the tumor remained as it still had some sort of blood flow. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported they performed a tace (transarterial chemoembolization) procedure for the 1st session. When the angiogram was done before the 2nd session to assess tumor reduction, there was no reduction and the tumor remained the same as pre-procedure in the 1st session. This indicated the drug had not been released properly.